Manufacturer narrative:
B3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. H6: imdrf device code a0501 captures the reportable event of the sponge detachment.

Event description:
It was reported to boston scientific corporation that rx locking / biopsy cap was used during endoscopic retrograde cholangiopancreatography (ercp) procedure performed on un unknown date for the treatment of stricture. During the procedure, the sponge from the locking device became lodged in the scope channel during the wire exchange, and they were unable to flush the sponge from the channel. Although the procedure was prolonged, it was successfully completed using with another of the same device. There were no patient complications reported as a result after this event.